Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during insertion. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Risk level is within limits, however there is an increase in occurrence level, an action item was opened to address the issue and a notification has been sent to the new product development (npd) quality team.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the assembly was inserted into the artery, a kink occurred in the assembly. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The physician commented that a guidewire used to insert the assembly was an accessory to the procedure sheath and might not have been stiff enough for the assembly to follow. The procedure before deploying the device was a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel diameter is unknown. The estimated blood loss was less than 250cc. There was no health damage for the patient. There were no other devices or equipment used with the reported product.